Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted a piece of the torque adaptor was damage and had melted. The remnants of the torque adaptor were scattered in the handle body. Piece of the damaged adaptor can become wedged under the activation button and interfered with its proper function. It was reported that there was a device self activation issue. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the dissector activation button was pressed and the button was released but even after releasing the button the output sound had continued for a short while with a time difference until the sound stopped. Afterwards, the product continued to be used without any issues, and there was no impact on the patient. It was unclear whether blade activation occurred at that time. The nurse could not remember. There was a new/another dissector used with the same generator and battery and it worked fine. There was no medical or surgical procedure be required to prevent permanent functional impairment. The patient was not hospitalized or had prolonged hospitalization due to the event. There was no burn incident. There was no patient injury.